Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty and the subsequent treatment is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after a percutaneous coronary stenting procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed for the first device. It was difficult to push in the plunger, and the needles did not connect with the cuffs for the second prostyle. After plunger removal, the footplate would not close all the way. The device was removed. The posterior foot was noted to be broke off. Manual compression was used to achieve hemostasis. The patient stayed overnight. The following day, computed tomography scans were performed. The results shows no evidence of the detached foot or any flow issue in arteries and veins. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.